Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2260-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump infusion set was broken. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the part below the spike broke off on his alaris pump

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the tubing separated at the lower pumping segment fitting to the silicone tubing. Further examination under magnification shows that the securement collar was missing from the set, however, an indention in the silicone tubing can be seen on the tubing. The customer complaint of component damage was not verified, but separation was identified. The investigation was forwarded to manufacturing for root cause analysis. After evaluation of the sample and the information provided by the customer stating that the infusion set broke while in the pump, it is assumed that there was no issue identified during priming. The issue was identified after the infusion set was inserted into the pump. Additionally, an indention of the securement ring can be seen on the silicone tubing, and therefore a manufacturing defect could not be concluded. A root cause for the issue could not be determined. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Correction to investigation summary: one sample was received for quality evaluation. Visual inspection of the sample indicates that the tubing separated at the lower pumping segment fitting to the silicone tubing. Further examination under magnification shows that the securement collar was missing from the set, however, an indention in the silicone tubing can be seen on the tubing. The customer complaint of component damage was not verified, but separation was identified. The investigation was forwarded to manufacturing for root cause analysis. After evaluation of the sample and the information provided by the customer stating that the infusion set broke while in the pump, it is assumed that there was no issue identified during priming. The issue was identified after the infusion set was inserted into the pump. Additionally, an indention of the securement ring can be seen on the silicone tubing, and therefore a manufacturing defect could not be concluded. A root cause for the issue could not be determined. A device history record review could not be performed on material 2260-0500 because the lot number is unknown.